Event description:
It was reported that during a lap sigma procedure that the blade was broken. Blade was retrieved from the pt. Could be removed. Another device used to complete the procedure with no pt consequence.